Event description:
It was reported by service report that the foot section cylinder was spongy and leaning to one side. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: foot section.